Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. Reporting address line 1: no. (B)(6).

Event description:
It was reported to philips that the heartstart xl defibrillator is unable to power on. There was no reported patient involvement.

Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart xl defibrillator indicating that the device failed to start up and reported an error 1000. Based on the information provided, the customer did not accept the service quote, and no further evaluation is warranted at this time. Based on the information available, the cause of the reported problem could not be determined. The reported problem was not confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The customer did not accept the quote for repair. No repair activity was performed by philips. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.